Event description:
The pump was returned for investigation. Investigation revealed that all of the keypad buttons were intermittently responsive and contamination was present under the keypad button contacts. This report is made based on results of investigation completed on (B)(6) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 12/29/2014 with the following findings: evaluation revealed that all of the keypad buttons were intermittently responsive. The keypad cover was removed, and evidence of contamination was found under all of the key contacts; this device failure directly caused the reported issue. Unrelated to the reported issue, the keypad symbols were observed to be worn.